Manufacturer narrative:
Eval was not possible, as the devices were not returned, review of the device history records did not reveal any anomalies. The investigation could not verify or draw any conclusions about the reported event; however, no evidence was found that suggests product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised due to loosening.